Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was having trouble gaining access to sound from his implant as pressure was needed to allow the coil to connect with the implant. An air pocket was suspected as the pt has a sinus issue. A revision surgery will be performed.